Event description:
The user facility reported that when the angio-seal device was inserted into the sheath, when pulling back the entire device came out. Manual pressure was held, which led to prolonged time to ambulation and discharge. The procedure performed was a peripheral angiogram. There was not blood loss and the patient was stable. Additional information was received on 07may2025: the procedure sheath size was a 6fr pinnacle. A pre-deployment angiogram was performed. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There was no disease present in the access site artery. There was prolonged time to hemostasis due to manual hold.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: ir supervisor. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for device pullout as the sample was not returned for investigation. Without a sample, the exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).